Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphoplasty for compression fracture due to primary osteoporosis. It was reported that 2¿3 minutes after mixing the cement, it could no longer be loaded into the bone filler device. The procedure was completed by using a new cement. There were no patient symptoms reporte d. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis part # c01a-j, lot # el70355 visual inspection confirmed the cement has been mixed/used and the remaining has hardened inside the mixer. Unable to determine viscosity of the cement at the time of mixing/use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.